Event description:
The customer reported that an 840 ventilator had a loss of communication error between the graphic user interface (gui) central processing unit (cpu) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).